Event description:
Pt was revised to address knee pain attributed to tibial loosening.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product info required to search of the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the provided info. Based on the performed investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.